Event description:
Since flow of cerebrospinal fluid was not confirmed by pumping before implant, the device was not used.

Manufacturer narrative:
(B)(4). The ventricular catheter passed the patency check and had only a small amount of protein aceous debris in the flow holes. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that the system may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. No patient impact was reported.